Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. The recipient is presenting with loss of sound and intermittencies. External equipment was exchanged and programming adjustments made, however the issue did not resolve. Imaging confirmed electrode migration. Revision surgery is under consideration.